Manufacturer narrative:
During the quality investigation testing, the customer's concern was confirmed. Further investigation revealed corrosion damaged to the press plug, bearing and rotor. The malfunctioning low motor cartridge was identified as the primary cause of the failure. The faulty parts were replaced and the device was repaired cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker micro sagittal saw was called in for repair because it was running while on safe mode. The event occurred during a procedure. No adverse consequence was associated with the event; another device was used to successfully complete the procedure.